Event description:
The reamer broke during the reaming of the medullary canal of the tibia. Procedure was a t2 tibial nail insertion. Another device was used and procedure completed as originally planned.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.